Event description:
It was reported that this right ventricular (rv) lead exhibited a rise in threshold measurements and loss of capture. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported. According to the field, the rv lead was disposed of at the hospital and is not available for return for analysis.